Event description:
Internal carotid balloon deflated during use. Co rep has discussed incident with customer and customer feels the incident was related to user error. The customer did not understand proper use of safety balloon.